Event description:
Customer reportedly obtained results of 7mg/dl, 9mg/dl, and 213 mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.